Event description:
It was reported by service report that, while performing a bed survey, these issues were found: head end and foot end side rails are loose and there is broken and missing hardware. Incorrect foot board being used. No adverse consequences have been reported.

Manufacturer narrative:
Result: cracked side rail panels, broken side rail linkages, incorrect foot board being used. Conclusion: the customer declined to repair or remove the bed from service.